Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient stated that the pump buttons did not activate desired pump functions when pressed. He reported that for the past few months the up, down, and ok buttons have intermittently activated pump functions when pressed and that the problem is getting worse with time. The buttons no longer click and spring back as usual. The patient denies any physical damage to the keypad and denies exposure to moisture or cleaning products. There is no reported patient impact associated with this complaint.